Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2025. During the operation, the surgeon placed a double-j tube after suturing two stitches. When continuing to suture, they found that there was no needle on the suture. They immediately searched for it in the abdominal cavity and finally found a needle near the intestinal tract. After comparison, it was found that the problem of pulling off suture needle happened, and the found needle was intact. Another suture was replaced for suturing. No patient consequence was reported. Additional information was requested.